Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrodes) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman customer technical specialist (cts) assisted the customer with troubleshooting the au5800 clinical chemistry analyzer. The customer noticed calibration numbers were erratic. The customer replaced all the ise electrodes which includes the sodium, chloride, and potassium electrodes to resolve the issue. The customer also performed ise (ion selective electrode) enhance cleaning, primes, calibration and quality controls without further issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).